Manufacturer narrative:
This ingevity lead was returned to boston scientific¿s post market quality assurance laboratory with the helix mechanism in a retracted position. Resistance and pressure tests were completed to assess lead electrical performance and insulation integrity. Measurements throughout these tests were within normal limits. Visual and x-ray inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations.

Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited high bordering on out-of-range pace impedance measurements during implant requiring the lead to be repositioned several times. The following day the impedance measurements increased to out-of-range levels and pacing thresholds were observed to increase from 1.5 to 4.0 volts. A revision procedure was performed wherein the lead was explanted and replaced. No adverse patient effects were reported.